Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display had electronic problems that made some parts hard to read. The customer's blood glucose was unknown at the time of incident. The customer mentioned that there was a crack on the reservoir compartment. The customer stated that the drive support cap was not damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement and self tests. No display anomaly was noted. The pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube and a missing end cap sticker.